Manufacturer narrative:
One e2515h and associated attached electrode were received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found charring at the tip of the electrode blade. The customer reported a device fire. The reported condition was confirmed by visual inspection of the electrode. The investigation found charring at the tip of the electrode as though the device had contacted metal or other another flammable source. The charring is a result of the flame the customer reported. The returned electrode and pencil was activated at 60w. No unusual effects were noted. The investigation identified the root cause of the reported event to be the user contacting a metal or another flammable source. The IFU states, the sparking and heating associated with electro surgery can provide an ignition source. The IFU provides multiple recommendations to minimize fire hazard. The IFU states: some surgeons may elect to "buzz the hemostat" during a surgical procedure. It is not recommended, and the hazards of such a practice probably cannot be eliminated. No trend has been identified. No corrective action is required, because no trend has been identified. This unit does not meet the requirements for a manufacturing or (service) failure therefore; a device history review or (service history review) is not required. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, the pencil was returned due to cautery fire and the pencil tip melted. No patient involvement in this incident. The original submission of regulatory report #1717344-2017-05505 had alleged the vlft10 generator as the primary device at fault, since no information was known of concomitant products. As of the (B)(6) 2017, medtronic had received the pencil and the tip used in the incident. The allegation now stands with the pencil tip and will be addressed in this report, as well as the supplemental report to 1717344-2017-05505.